Event description:
It was reported that this patient implanted with this implantable cardioverter defibrillator (ICD) has complex congenital heart disease with non-standard lead location. Significant undersensing of ventricular fibrillation (vf) occurred and external shocks were required to rescue the patient. The caller requested episode review and advice for any potential programming changes. A boston scientific technical services consultant reviewed the two episodes that were available for assessment. It was identified that the signals that were viable on the right ventricular (rv) channel were being detected; however, the shock channel confirmed it as the patient was in vf. The patient was already in vf when the first event with an electrocardiogram (egm) was available. The first episode started 6 minutes earlier and no egms were available. Potentially, the duration in the vt-1 zone should be reduced to 180bpm to allow no therapy events to be recorded which are higher priority than non-sustained ventricular tachycardia (nsvt). This was the first event for this patient so reprogramming could be considered at the patient's next follow up. Defibrillation threshold (dft) testing was performed. Sensing was initially good off of the induction; however, the first dft had type ii at 31j and the second dft failed at 31j but was successful at 41j. The physician decided to explant the device due to the potential for vf undersensing and now the lack of defibrillation safety margin. A competitive system was implanted which the physician stated has a higher leading-edge voltage. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.